Manufacturer narrative:
Section d4: UDI: corrected manufacturer's investigation conclusion: the reported event of low voltage alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 10 days (22jun2024 ¿ 02jul2024 per timestamp). There were no notable alarms active in the log file that would indicate an issue with the system controller. Multiple good faith efforts were sent asking if log files can be provided from the reported event date of 21jun2024, if the alarms resolved following the system controller exchange, and if any product will be returned for analysis. To date no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2023. Heartmate 3 instructions for use, rev. C section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 instructions for use, rev. C section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook, rev. D section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook, rev. D and heartmate 3 instructions for use (IFU), rev. C under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were requested but not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced dizziness and lightheadedness during a period of low power alarms from the internal battery on (b)(602024. Due to the alarming, the patient changed their system controller. The log files were submitted for review and showed no unusual events, the log files did not date back far enough to see events from 21jun2024. From review of the log files, it appeared the mechanical circulatory support (mcs) equipment operated as intended.